Event description:
It was reported that the system monitor shut down. Restarting the system monitor did not resolve the issue and the touch panel was still not usable afterwards. The system monitor was exchanged.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen not accepting commands, was unconfirmed as the unit operated properly when checked by technical service. The unit was operationally checked - no issues were observed or duplicated. The screen did not lock up and responded to touchscreen commands. The system monitor was tested and returned to the rental/loaner pool. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in aug2019. The packaged system monitor (part number 1286 int) was placed into inventory on (B)(6) 2019. The unit was shipped to the customer on (B)(6) 2020. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module), the heartmate ii left ventricular assist system (lvas) IFU (system monitor) and the heartmate 3 lvas IFU (system monitor). No further information was provided. The manufacturer is closing the file on this event.